Event description:
Caller reported a malfunction on the pump with malfunction code "malf 16 - 0x20e6." There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump with updated software, and the customer was instructed to return the problematic pump within 10 days. Additionally, the customer was advised on how to manage the pump before returning it, and the required procedures upon receiving the new pump, which the customer understood and acknowledged. Customer will continue to use current pump.